Manufacturer narrative:
Initial reporter phone#: (B)(6). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter tube broke off after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "I would like to inform you about an incident with the 20g intravenous catheters (ref: (B)(4) apparently the catheter tube has broken off".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/21/2020. H.6. Investigation: one photo and one used cannula hub was received by our quality team for evaluation. The used sample was subjected to visual inspection. A clean cut was observed on the broken end of the catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. Therefore, the team was able to confirm the customer experience. A device history record could not be evaluated as the lot number is unknown. The manufacturing process was reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject products that do not meet the lie distance requirement. If the catheter is broken during the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter was broken before use. Based on the investigation and analysis, the reported non-conformance is not caused by the manufacturing process. The probable root cause of the broken catheter could be due to being cut by a sharp object such as scissors during product removal from the vein. However, the user would have read and followed the instructions for use in the shelf box, which states "do not use scissors at or close to the insertion site". Therefore, the root cause cannot be established.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter tube broke off after use.the following information was provided by the initial reporter, translated from german to english: "I would like to inform you about an incident with the 20g intravenous catheters (ref: 393224) apparently the catheter tube has broken off"